Event description:
Intl customer reported observing an air leak at the device exit port. The device was removed from svc and exchanged. No adverse pt consequences were reported.

Manufacturer narrative:
Conclusions: the prod upon which this medwatch is based is anticipated. Once the prod is rec'd, any further info derived from the eval will be submitted in a supplemental 3500a form. A review of the batch mfg records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria.